Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: I have two pumps which have been reported having touchscreen problems over the weekend: pump: sn: (B)(6). Complaint: "ivenix pump touch screen freezing and pausing infusion. Also, unable to get touch screen to power down pump". Stopped active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.